Manufacturer narrative:
The event of lead migration was reported to abbott. The patient experienced ineffective therapy due to lead migration. The patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's cervical scs leads had migrated. The patient was reportedly experiencing ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs leads were explanted, replaced, and therapy was restored.